Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the up and down arrow buttons were intermittently responsive and the rubber was thin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the keypad button symbols were found to be worn but the keypad cover was intact. The keypad buttons were found to be responding normally to presses. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the complaint, the display lens was found to be cracked around the edges.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.